Event description:
It was reported that the device was explanted due to high lv pacing thresholds. The device was also at normal eri at explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported complaint of threshold anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.